Event description:
It was reported that following a knee replacement surgery, the patient experienced a febrile transfusion reaction while reinfusing the collected shed blood. Treatment of the transfusion reaction has been requested, but is unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Based on the information that was given, there is no indication that the device failed to function as intended. Details of the febrile reaction were requested from the account, details have not been provided. The instructions for use state that the health care professional performing the procedure is responsible for determining the appropriateness of the unit and the specific technique used for each patient.